Manufacturer narrative:
(B)(4). The device will not been returned. Therefore, a product analysis will not be done. This device is used for therapeutic purposes.

Event description:
The reported event is from the march 2015 article, "a rare complication of epistats", by k.m. Poulgrain and g. Tollesson. The article discusses the consequences of inadvertent intracranial placement of medical equipment, which is a rare but serious condition with a high potential for morbidity and mortality. A (B)(6) man who sustained severe facial and base of skull fractures had epistats placed for control of his severe nasal hemorrhage at the scene of his accident, subsequently resulting in the migration of one epistat into the anterior cranial fossa. Postoperative, the patient had a slow neurological recovery, complicated by preexisting abdominal issues. The article concludes that from 58 reported patients with misplaced devices, 67% (n = 39) were related to trauma, 8% (n = 5) to previous cranial surgery and 3% (n = 2) to cranial lesions. The article also states that care should be taken when inserting any medical equipment into the oral or nasal cavity of a patient with severe head trauma, history of anterior cranial surgery or lesions involving anterior cranial structures. The relative shortened length of epistats compared with other nasal tubes is not a guaranteed preventative to intracranial placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.